Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted the olympus technical assistance center (tac), to report the evis exera iii xenon light source was receiving a b30 scope communication error and an e216 scope communication error on 3 different scopes during an unknown procedure while the patient was on the stretcher. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer was instructed to power off cv-190/clv-190, clean the connectors on the scope with an alcohol prep pad and allow too dry completely. Then to plug the scope back in and power on the cv-190/clv-190. The errors continued. The customer did this process with two more scopes, was instructed to reseat the digital light source cable on the back of the clv-190/cv-190 and to clean socket with an alcohol prep pad, however; it continued to error. Once the scopes were taken to another room they stopped getting the communication errors. It was recommend to purchase the maj-2087 light source socket cleaning kit and if that did not resolve the issue they will need to send the clv-190 in for repair. The device hasn't been returned. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.